Event description:
Contaminated spike smart site infusion set by carefusion. When nurse opened package to spike an IV, she noted the spike to have a brown greasy film on it. Is the product compounded: no. Is the product over-the-counter: no.